Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer recognizes display error message "check IV set", on device 8100 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes display error message "check IV set", on device 8100 (s/n (B)(4)). Explained problematic fault to the pressure sensors on the device. Assisted customer to isolate problem to the bottle-side pressure sensor. Customer edited task analog sensor to system maintenance. Voltage reading @ 4.99v (bottle-side sensor). Suggested to customer to repair/replace the bottle-side sensor. Informed customer, if any further concerns and/or issues to give a call back. End call.